Event description:
The dental implant fx4310 mlc was removed on (B)(6) 2017 due to loss of osseointegration 1 month after implantation. The patient has no significant medical history and has been recovered without complications.